Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the front bezel corrected this reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported a defective nav-ring. There was no patient involvement. Event date not specified, estimate used.